Event description:
The manufacturer was contacted in reference to a thermal allegation on a dreamstation 2 adv auto CPAP. The manufacturer received information from the customer stating the device fell off and landed upside down, and when he pick it up the device started smoking. There were no allegations of harm or serious injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.